Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported being unable to properly wash off end of scope, which therefore leaves a blurry spot, and leads to inadequate visualization of colon. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: if additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is caused by environmental factors, that prevent proper cleaning of the lens surface. Resulting in blurring of the image.